Manufacturer narrative:
Updated data: b5. Additional information received from the physician/author stated the need for a permanent pacemaker after corevalve (or any transcatheter aortic valve) implantation is a known side effect of tavr and is not a product performance issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: krishnaswamy a et al. The utility of rapid atrial pacing immediately post-tavr to predict the need for pacemaker implantation. Jacc cardiovasc interv. 2020 may 11;13(9):1046-1054. Doi: 10.1016/j.jcin.2020.01.215. Epub 2020 apr 15. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the efficacy of rapid atrial pacing immediately after transcatheter aortic valve replacement (tavr) to predict the need for permanent pacemaker implantation. All data was collected from two centers between january 2016 and august 2018. The study population included 284 patients and was predominantly male with a mean age of 81.4 years. An unrevealed number of patients were implanted with medtronic corevalve or evolut r transcatheter valves. No unique device identifier numbers were provided. One patient experienced a large right middle cerebral artery infarct with hemorrhagic transformation less than twelve hours after right subclavian artery access tavr, resulting in uncal herniation and death three days later. Non-medtronic transcatheter valves were also implanted in the study population. The death was not directly associated with medtronic product as the manufacturer of the valve used to treat this patient was not disclosed. Among all patients, adverse events that occurred within thirty days after tavr included: permanent pacemaker implantation (including cardiac resynchronization therapy defibrillator), stroke, and unspecified major vascular complications. Indications for pacemaker implantation were as follows: complete heart block, worsening left bundle branch block (lbbb), worsening lbbb and pr interval, 2.5 second pause with concomitant lbbb, and sinus node dysfunction. Other transient or new persistent electrocardiographic findings noted after tavr: non-sinus rhythm, first-degree atrioventricular block, wide qrs interval, lbbb, and left anterior fascicular block. Medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.